Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9344153, medical device expiration date: 2024-12-31, device manufacture date: 2019-12-10. Medical device lot #: unknown medical device expiration date: unknown device manufacture date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)."

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were difficult to prime and were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the pen needles do not work and that they do not release medication during priming. This pr captures occurrences for the lot#9344153 and unknown lot# on previously purchased boxes. Verbatim: consumer reported having pen needles that do not work. Stated they do not release medication during priming. Stated sometimes she has to go through 4 pen needles to get one that work. Stated this issue has happened with every box she has purchased so far. Lot # 9344153cat # 320550 date of event: unknown samples: yes, sending mail kit"

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were difficult to prime and were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the pen needles do not work and that they do not release medication during priming. This pr captures occurrences for the lot#: 9344153 and unknown lot# on previously purchased boxes. Consumer reported having pen needles that do not work. Stated they do not release medication during priming. Stated sometimes she has to go through 4 pen needles to get one that work. Stated this issue has happened with every box she has purchased so far. Lot#: 9344153, cat#: 320550, date of event: unknown samples: yes, sending mail kit".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2/9/2021. H.6. Investigation: customer returned (3) sealed 4mm, 32g pen needles from lot#: 9344153. Customer states that the pen needles do not work and that they do not release medication during priming. All returned pen needles were tested and all were able to expel properly without any observed defects. Root cause cannot be determined at this time as the issue is unconfirmed.